Event description:
It was reported that a significant increase in capture threshold had been observed a few times post-implant. Fluoroscopy revealed that the lead was pulled back from the rv apex. As such, the lead was explanted and replaced. It was noted that the lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.